Manufacturer narrative:
The filed service engineer (fse) evaluated the instrument on 03/04/2016. The fse found that pinch valve lv8 was obstructed and was causing the leak. The fse replaced the valve, which repaired the leak. The repairs were verified by the fse. The beckman coulter internal identifier for this event is (B)(6).

Event description:
The customer reported a leak from the probe of the coulter act diff analyzer. The volume of the leak was a few ounces and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, laboratory coat and goggles at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.